Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, self test and displacement tests. No unexpected low battery alarm noted during testing. Insulin pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance issues. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was unknown at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. The insulin pump was returned for analysis.